Event description:
This patient, along with multiple other post cath patient's over the past few weeks have developed radial hematoma's within an hour or so of leaving the cath lab, all of which have occurred while the tr band was still in place. The reporting caregiver recently placed a tr radial band on myself, inflated it with 15cc of air, and wore it for about an hour. After an hour he withdrew all the air from the band and found that the band only had around 10cc of air in it, meaning that 5cc had leaked over the past hour. He believes this may be causing the increase in radial hematoma's that we our seeing in our facility. Manufacturer response for clamp, vascular, tr band (per site reporter). Waiting for their response.